Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion breaching the outer insulation and exposing the outer coil at 32.1 cm to 32.3 cm from the distal tip. Abrasion are consistent with constant friction with another implantable device. (B)(4).

Event description:
It was reported that during a device change out the right atrial lead was also reported for noise an insulation breach was noted during the procedure. The lead was explanted and replaced. I was noted that the patient was stable.